Event description:
It was reported that thrombosis and stroke occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx closure device was implanted. Approximately 1 year and 1 month post-implant the patient experienced lower leg weakness and was admitted to the hospital for stroke. A transthoracic echocardiogram was performed which revealed thrombus in the left atrium. A transesophageal echocardiogram was performed which showed the thrombus in the left atrium attached to the implanted closure device. The thrombus was mobile and spanned from the closure device to the mitral ridge. A thrombectomy was performed which successfully removed the thrombus. The patient awoke with no residual signs or symptoms. The patient was kept overnight with possible discharge to a skilled nursing facility for rehabilitation from the stroke. The patient was noted to have discontinued the prescribed dual antiplatelet therapy around 5 months post-implant while traveling abroad.

Manufacturer narrative:
B5: additional event details added. H6: impact code of medication required added.

Event description:
It was reported that thrombosis and stroke occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx closure device was implanted. Approximately 1 year and 1 month post-implant the patient experienced lower leg weakness and was admitted to the hospital for stroke. A transthoracic echocardiogram was performed which revealed thrombus in the left atrium. A transesophageal echocardiogram was performed which showed the thrombus in the left atrium attached to the implanted closure device. The thrombus was mobile and spanned from the closure device to the mitral ridge. A thrombectomy was performed which successfully removed the thrombus. The patient awoke with no residual signs or symptoms. The patient was kept overnight with possible discharge to a skilled nursing facility for rehabilitation from the stroke. The patient was noted to have discontinued the prescribed dual antiplatelet therapy around 5 months post-implant while traveling abroad. It was further reported that the patient was discharged without issues and placed back on oral anticoagulation therapy until another echo is scheduled.

Manufacturer narrative:
D4: lot number corrected from 28157403 to 0028154703.

Event description:
It was reported that thrombosis and stroke occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx closure device was implanted. Approximately 1 year and 1 month post-implant the patient experienced lower leg weakness and was admitted to the hospital for stroke. A transthoracic echocardiogram was performed which revealed thrombus in the left atrium. A transesophageal echocardiogram was performed which showed the thrombus in the left atrium attached to the implanted closure device. The thrombus was mobile and spanned from the closure device to the mitral ridge. A thrombectomy was performed which successfully removed the thrombus. The patient awoke with no residual signs or symptoms. The patient was kept overnight with possible discharge to a skilled nursing facility for rehabilitation from the stroke. The patient was noted to have discontinued the prescribed dual antiplatelet therapy around 5 months post-implant while traveling abroad. It was further reported that the patient was discharged without issues and placed back on oral anticoagulation therapy until another echo is scheduled.